Event description:
Additional information was received indicates that there was not infection at the burr hole caps and/or the ipg. Reportedly, the infection was an extracranial infection and was located behind the right ear.

Manufacturer narrative:
Per the additional information received, there was no infection at the ipg. Hence, the ipg does not meet the reportability criteria.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2021-14954, related manufacturer reference number: 1627487-2021-14955, related manufacturer reference number: 1627487-2021-14956, related manufacturer reference number: 1627487-2021-14957. It was reported that the patient experienced infection. As such, surgical intervention took place on an unknown date wherein the entire system was explanted to address the issue.